Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2019. The most recent information was received on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pain where the essure inserts are placed, which was marked during atmospheric pressure changes') in a 45-year-old female patient who had essure (batch no. A06684) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic fatigue, dry eyes, sleep disorder, kidney pain, weight gain and muscle pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), visual impairment ("vision disorders") and fatigue ("fatigue"). On an unknown date, the patient experienced coital bleeding ("vaginal bleeding after intercourse"), eye pruritus ("itchy eyes"), abdominal distension ("distended abdomen"), crying ("weeping eyes"), tendon pain ("tendon pain"), arthralgia ("joint pain"), tendonitis ("achiles tendon"), pharyngeal disorder ("otorhinolaryngology (ears, nose, throat region)"), nasal disorder ("otorhinolaryngology (ears, nose, throat region)"), ear disorder ("otorhinolaryngology (ears, nose, throat region)"), dyspareunia ("sexual intercourse can hardly be fulfilling") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, visual impairment, fatigue, coital bleeding, eye pruritus, abdominal distension, crying, tendon pain, arthralgia, tendonitis, pharyngeal disorder, nasal disorder, ear disorder, dyspareunia and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, coital bleeding, crying, dyspareunia, ear disorder, eye pruritus, fatigue, loss of libido, mood swings, nasal disorder, pelvic pain, pharyngeal disorder, tendon pain, tendonitis and visual impairment with essure. The reporter commented: the pelvic pain on the right side is more painful than the left site. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-feb-2021: the follow information were updated medical history, events vaginal bleeding after intercourse, distended abdomen, itchy eyes, weeping eyes, joint pain, tendon pain, achilles tendon, sexual intercourse can hardly be fulfilling, loss of libido, otorhinolaryngology (ears, nose, throat region) and health authority provide reference number. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pain where the essure inserts are placed, which was marked during atmospheric pressure changes') in a 45-year-old female patient who had essure (batch no. A06684) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), visual impairment ("vision disorders") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, mood swings, pelvic pain and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pain where the essure inserts are placed, which was marked during atmospheric pressure changes') in a 45-year-old female patient who had essure (batch no. A06684) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic fatigue, dry eyes, sleep disorder, kidney pain, weight gain and muscle pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), visual impairment ("vision disorders") and fatigue ("fatigue"). On an unknown date, the patient experienced coital bleeding ("vaginal bleeding after intercourse"), eye pruritus ("itchy eyes"), abdominal distension ("distended abdomen"), crying ("weeping eyes"), tendon pain ("tendon pain"), arthralgia ("joint pain"), tendonitis ("achiles tendon"), pharyngeal disorder ("otorhinolaryngology (ears, nose, throat region)"), nasal disorder ("otorhinolaryngology (ears, nose, throat region)"), ear disorder ("otorhinolaryngology (ears, nose, throat region)"), dyspareunia ("sexual intercourse can hardly be fulfilling") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, visual impairment, fatigue, coital bleeding, eye pruritus, abdominal distension, crying, tendon pain, arthralgia, tendonitis, pharyngeal disorder, nasal disorder, ear disorder, dyspareunia and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, coital bleeding, crying, dyspareunia, ear disorder, eye pruritus, fatigue, loss of libido, mood swings, nasal disorder, pelvic pain, pharyngeal disorder, tendon pain, tendonitis and visual impairment with essure. The reporter commented: the pelvic pain on the right side is more painful than the left site. Lot number: a06684, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. The most recent information was received on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('continuous pain where the essure inserts are placed, which was marked during atmospheric pressure changes') in a (B)(6) female patient who had essure (batch no. A06684) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), visual impairment ("vision disorders") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, mood swings, pelvic pain and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: case correction - case upgraded to serious. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.